Event description:
It was reported that during an interventional procedure to treat a chronic total occlusion with a mildly calcified, 90% stenosed, de novo lesion in the mildly tortuous left main coronary artery, a 3.5x24 non-abbott stent was implanted in the left main trunk to left anterior descending coronary artery. A 5.0x12 nc trek rx balloon dilatation catheter (bdc) was then unpacked without issue and advanced without resistance to the stent via femoral access to post dilate the left main portion of the stent. The nc trek balloon was then inflated to 18 atmospheres and held for 20 seconds. After post-dilatation, the balloon would not completely deflate (only partially), despite multiple low-atmosphere inflations and deflations in an attempt to fully deflate the balloon. The bdc was not retracted into the guide catheter; both the bdc and guide catheter were withdrawn as a single unit from the anatomy. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: 8f al1 st (cordis); stent: nobori 3.5x24mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.